Event description:
Following a revision procedure, the patient developed an infection at the implant site of their evoke closed loop stimulator (cls). The cls was explanted on (B)(6) 2023. Intravenous, oral, and powdered antibiotics were used to treat the infection.